Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements along with high threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this patient was ischemic. As the threshold measurements remained high, the decision was made to reposition the rv lead. However, the helix would not retract. As a result, the rv lead was removed with a snare and the terminal pin was cut. Tissue was visually observed in the helix of the lead. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with severed in two segments. The helix mechanism was in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the clinical observations.